Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV pump module turned off and went blank. No audio alarm notification." There was no report of patient harm.